Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.